Event description:
The customer reported the emergency stop button activate when the machine stops. This will cause the system to lock up and have to be rebooted. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fast stop button was evaluated and reseated. The system was tested and found to be working as intended and returned to service.